Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for this device.

Event description:
It was reported that patient was administered with antibiotic bactrim ds 800/160 mg 1 pill bid for 7 days along with an antibiotic ointment due to redness around patella left knee, following total knee arthroplasty. Event has been marked as resolved and it's severity as mild.

Manufacturer narrative:
Previosly provided information under were submitted in error and should be disregarded. (B)(4).